Event description:
This is a report of peritonitis in a patient. The patient experienced peritonitis, which was manifested as cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. On the same day, the patient's treatment started with cefa ip and fortum ip (doses and frequencies not reported) for the peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was discharged from the hospital. The patient recovered from this peritonitis event.